Event description:
The pt stated her infusion device is occluding (e4) during basal delivery and her blood glucose measured "hi" on her blood glucose monitor. She stated she felt nauseous and she was trying to give herself a bolus through her infusion device, but she kept receiving the occlusion. She was assisted in changing her insulin cartridge and infusion set and she was able to prime the infusion tubing and bolus 5.5 units without occlusion. The pt called back the next day (1/17/07) because her blood glucose still measured "hi". Her normal blood glucose is around 180 mg/dl. She stated she didn't feel well and she was vomiting and she had bolused 5 units of insulin. The pt followed up later that day and stated her blood glucose was still high and she was assisted in switching to her backup infusion device. Upon further follow up that day, the pt stated her blood glucose was returning to normal. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced. Product was requested to be returned for eval.